Event description:
Upon receipt of the recall packet and follow up to the customer, the firm was notified that the customer had a delaminated mattress.

Manufacturer narrative:
Upon review of picture sent from the customer, the urethane cover bubbled at the center of the mattress exposing the inside of the mattress cover. A new mattress is due to ship to the customer on (B)(4) 2014. This problem has been assigned to CAPA #(B)(4), and a follow-up report will be submitted upon completion of the corrective action.